Manufacturer narrative:
(B)(4). Batch # n53h41. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only on dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the trocar was an applied trocar, which the account routinely uses. This trocar has larger internal cannula dimensions than similar trocars and accommodates this device normally, such that there is no drag between the trocar and the device. The surgeon noted that the trocar drag issue began after the first firing with a black cartridge on thick gastric tissue near the pylorus.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the first firing, which was with a black cartridge and seamguard buttressing across gastric tissue near the pylorus, the surgeon noticed some drag when removing the device from the trocar. The surgeon continued to use the device the remainder of the procedure. There was noticeable drag between the device and trocar, but the same device and trocar were used to complete the case. There was no issue with the device cutting or stapling. There was no issue loading or seating cartridges in the anvil of the device. On inspection, the rep present for the case could see that the distal tip of the anvil was slightly bent, so it was not as "tight" when closed as it normally is. There were no adverse consequences for the patient.